Event description:
Further information was received indicating the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed. Device reprogramming is anticipated. The patient was stable.